Event description:
An article was published which stated a pt experienced pusarium keratitis. Right eye, associated with wear of o2 optix contact lenses and use of renu moisture lock lens care solution. Treatment consisted of topical tobramycin, moxifloxacin & dexamethasone. Subsequent treatment after fusarium diagnosis consisted of topical amphotericin, oral & topical voriconazole, corneal transplant, pars plana vitrectomy and repeat penetrating keratoplasty. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered an infectious corneal ulcer." As there was no product returned or lot info provided. No detailed investigation can be performed.